Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The detailed investigation could not find any error related to the issue described. According to the report, the patient developed skin redness after more than 5 hours of a cardiology procedure. The dose applied was real-time displayed on the monitor and the system was fully functional. The operator and staff can recognize the total dose applied at any moment of the procedure at the monitor. The event logs and the extracted radiation events were evaluated as the exam protocol could not be obtained because the patient data was been deleted by the customer manually. The event logs have been checked in order to examine the dose levels. By evaluating the radiation events, no system malfunction was detected. The cardiology procedure for the patient was performed from 15:00 to 20:30 and lasted more than 5 hours. The applied dose levels were in accordance with the system settings and imaging conditions as well as the applicable regulatory requirements. The result of the investigation does not indicate a system failure or malfunction and the conclusion is made that the system did not cause or contribute to the communicated effect outside of the control of the operator. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the artis zee floor system. It was reported that a patient suffered a skin erythema after a long procedure that took several hours. At this time, we have no indication of any further adverse effects on the health status of the involved patient. Siemens has requested additional information in order to conduct an investigation of the reported event.